Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The customer reported that the issue was due to their very low rate of infusion and resetting of the volumes every hour. As they increased the volumes to 6 hours, no issues were encountered.

Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event happened on an unspecified date and involved a plum 360 pump that was programmed to infuse at a rate of 0.3 mls/hr (milliliters per hour) for 8 hours. The pump displayed that 1.3 mls (milliliters) infused and not 2.4 ml. A rate of 0.3mls, times the duration, 8 hrs equals 2.4 mls to be infused after the 8 hours is complete. There was patient involvement and a delay in therapy, however no patient harm.